Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: there was a tear in cannula at distal tip that occurred during the procedure. The cannula looked normal before being placed in patient.

Manufacturer narrative:
(B)(4).